Manufacturer narrative:
(B)(4). Inaccurate labeling statement was included in the initial MDR. This report is for a system error 2240 during the initial drain stage, where the home patient (hp) attached the patient line extension after prime stage of the therapy was completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The root cause of the alarm was use error based on the customer report. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the users that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The patient stated that he had attached the patient line extension after priming the device. The technical services representative (tsr) advised the patient to start therapy over with new supplies. There was no serious injury or medical intervention reported. Additional information was requested and is not available.